Event description:
It was reported that during a procedure the fiber tip ruptured after 193,000 joules of use. The fiber was exchanged and a second fiber was used to complete the case. No patient clinical consequences were reported due to this event.

Manufacturer narrative:
Analysis of the returned device revealed that the fiber tip exhibits no signs of breaks/fractures. The glass cap bevel edge and metal cap are not aligned. The glass cap can rotate independently of metal cap, and protruding from metal cap. The glass cap exhibits severe devitrification at output window. The metal cap exhibits severe char on surface. The outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on the device analysis, the product complaint "tip rupture" could not be confirmed. Therefore, the cause of the reported event cannot be confirmed. An evaluation conclusion code of ¿unable to confirm complaint¿ was assigned to this investigation. The manufacturer has reviewed all the available information and concluded that this event no longer meets the criteria of a reportable event.